Event description:
An endurant stent graft system was implanted for the treatment of an abdominal aortic aneurysm. It was reported that during preparation of delivery system, rear handle was found to be loosened and was coming off. After the physician tightened it and confirmed the fixation, it was used for evar and the procedure was completed without issue. No clinical sequelae were reported. The physician commented that the delivery system was assembled incorrectly, which seemed to be the cause of this case.

Manufacturer narrative:
(B)(4). Conclusions: failure to follow instructions (implant of damaged device).